Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a milrinone infusion on channel b was alarming that the IV line needed to be checked and the drug wasn't infusing. Upon troubleshooting, the IV line was functioning properly and the tubing was patent. The user was unable to remove the affected channel from the pcu and the module continued to alarm. The system with 4 channels was replaced. Biomed noted a defective pressure sensor and replaced the left iui connector of the pump module stating it was contaminated, showed some showed signs of corrosion, and was the proximate cause of the "channel error."